Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter company representative with supplemental information by the consumer from (B)(6) of perforated bowel, could not walk and peritonitis in a patient coincident with dianeal unknown bag therapy for peritoneal dialysis (pd). It was not reported if dianeal therapy was ongoing. On an unreported date, the reporter contacted baxter (B)(4) and stated that the patient was hospitalized for peritonitis. Follow-up information was received by the consumer: in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. The patient received treatment with some (unspecified) antibiotics. In (B)(6) 2011, the patient was discharged from the hospital and the event of peritonitis resolved. In (B)(6) 2011, the patient further stated that she went back to the hospital for a peritoneal catheter adjustment. While in surgery her bowel was accidentally perforated. At that time, pd therapy was discontinued, the patient was switched to hemodialysis and recovered from the bowel perforation. In (B)(6) 2011, the patient was transferred to a rehabilitation center for physical therapy, due to the inability to walk. On (B)(6) 2011, the patient was discharged from the rehabilitation center and recovered. Upon follow-up, the nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10k12043, h11c31030, and h11e19022 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.